Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: vein and artery were not taken in the same firing, 2 separate firings. Radical partial nephrectomy; surgeon has been using since residency 6+ years. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical partial nephrectomy procedure, when firing the device on the left renal artery and left renal vein, he said that he could not see that any staples came out, it cut and started hemorrhaging blood. Did state that he was not positive they did not come out because of all the blood, which made it hard to see. Patient lost three liters of blood and they had to do transfusion, the patient survived. Case was completed but delayed.